Manufacturer narrative:
No frozen screen noted. Unit received with ghosting display after pressing any buttons. Unable to perform self test and displacement test or verify keypad buttons anomaly, time/clock anomaly and unable to download file history due to ghosting display. Pump was cut open to perform visual inspection no unlocked j2/lcd keypad connector and found no moisture damage on the electronic assembly, battery connector, motor, vibrator during visual inspection. Swapping out test boards confirms ghosting display anomaly is isolated to lcd board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, cracked case at display window corner, partial broken reservoir tube lip, cracked battery tube threads, stained address/serial number label and stained end cap sticker. In conclusion, frozen screen not confirmed. Unable to confirm keypad buttons anomaly, time/clock anomaly and unable to download file history due to ghosting display. Unit received ghosting display after pressing any buttons; problem isolated to lcd driver defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-712ews. Customer reported a frozen display screen with no response from button presses. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.